Event description:
It was reported there was a revision due to implant being placed too deeply. No further information was reported.

Manufacturer narrative:
Product ID 3776-75, serial# (B)(4), implanted: 2008 (B)(6), product type lead, product ID 3776-75, serial# (B)(4), implanted: 2008 (B)(6), product type lead,product ID 37752, serial# (B)(4), implanted: 2008 (B)(6), product type recharger, product ID 37742, serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient. (B)(4).